Event description:
Follow-up information was received from a healthcare provider (hcp), who reported that the patient first started experiencing the infection and device explant on (B)(6) 2016. The hcp further reported that the cause of the infection was determined to be (B)(6).

Event description:
Information was received from a manufacturer representative regarding a patient with an implanted neurostimulator for essential tremor and movement disorders. The representative reported that the patient's ins was explanted on an unknown date due to infection. No device issues were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.